Manufacturer narrative:
This report is submitted on february 13, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2016 due to a non-device related medical reason, there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on april 10, 2017.